Manufacturer narrative:
See also manufacturer¿s report #3004209178-2017-13621 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to the mall the other day and got ¿zapped¿ 5 times and was in a lot of discomfort as a result. They stated that it was quite painful and brought tears to their eyes at one point. After the 3rd ¿zap¿, the patient noted they said ¿oh my god, what is happening¿. They stated that they were not informed that it was a recommendation to turn the ins off in this scenario. There were no further complications reported or anticipated.